Manufacturer narrative:
Philips service replaced the power supply behind the m rack cabinet and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the unit failed to boot and the oil cooler did not activate on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.